Event description:
After a stroke case, the penumbra representative in the hospital was setting up a pump and canister configuration in preparation for a possible future case. The pump was tested and the appropriate vacuum could not be reached. The representative then pressed the lid firmly down to make sure it was clicked into place. The appropriate vacuum was then reached but the canister lid imploded and broke into pieces. No one was injured. The canister was then replaced and tested on the pump without issue. The broken canister was from an older lot which had been sitting on the shelf for some time.

Manufacturer narrative:
Device investigation: the pump canister was returned on (B)(4) 2012. The canister lid was broken into pieces and the body of the canister was intact. In this condition, the canister is non-functional. The returned pieces of the lid were tested for flexibility. The plastic snapped with very little pressure applied. The brittleness of the lid material is similar to failures seen in previous complaints. Chemical analysis has been performed on past failures. (B)(4).